Event description:
It was reported that loss of pacing was observed on the device during a sensing test. As a result, the patient experienced discomfort and did not feel well. The test was stopped and the patient's symptoms were resolved. The device was explanted and replaced during an unrelated procedure to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Reported event of loss of pacing was not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. Analysis performed, including output verification, sensitivity test, pacer lead impedance measurements, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information received indicated the patient experienced a pause due to the loss of pacing.